Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had a b30 scope communication error. The issue was found during service/maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction a scope communication error code-b30 could not be established. Additionally, the most probable cause for no image is likely due to electronic component failure. The date of the event is unknown. A supplemental report twill be submitted when provided. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.